Event description:
It was reported that this right ventricular (rv) lead displayed red alert for high out of range (oor) pacing impedance. At this time, the cause of the high oor pacing impedance is unknown. This system remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).